Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained.

Event description:
Customer reported experiencing both an allergic skin reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she noticed ¿blisters, that look like burns¿ and ¿a wound that discharged yellowish pus¿. Customer noted having contact with a healthcare provider and was prescribed bactroban (mupirocin, an antibiotic) and eumovat ointment (clobetasone butyrate, a corticosteroid). There was no report of death or permanent injury associated with this event.